Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The physician had extreme difficulty removing the lead from the 9f merit lead introducer as needed to pursue a different venous access point. In trying to pull the lead out of the 9f sheath, the proximal aspect of the rv coil was stretched coming through the head of the sheath. The lead was stretched significantly to the point where there was concerns that the coil would function normally. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.